Event description:
The customer reported that the device activated without the activation button being pressed. Another device was used to complete the procedure without incident. There was no tissue damage, no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been returned but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.